Manufacturer narrative:
(B)(4).

Event description:
Additional information provided noted that an x-ray was performed which did not reveal any obvious lesions when it comes to the lv lead. There was no change to the system.

Event description:
Boston scientific received information that the pacing impedance measurements on this left ventricular (lv) lead were out of range when the patient raises their arms. In addition high pacing thresholds and noise was seen on the lv channel. A lv lead fracture was suspected. Various configurations were attempted to be programmed but out of range pacing impedances measurements persisted. The device was reprogrammed to right ventricular (rv) lead pace only. No adverse patient effects were reported. A review of the memory dump provide to boston scientific technical services (ts) noted that a compromised lv lead was likely.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.